Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing. Programming changes were made. There were no patient consequences.